Event description:
It was reported that during implant, the left ventricular lead had either high thresholds or caused diaphragmatic stimulation. When another branch was attempted, the lead would not track into the vein. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5072, implantable pacing lead, (B)(6) 2000. (B)(4).